Event description:
It was reported that the battery cover on the external pulse generator was missing, the case was cracked and the hanger was missing. The generator was returned for service. Test and calibration were also requested. The return paperwork indicated that there were no patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the external pulse generator was returned and analysis confirmed the customer comment, the area around the battery release was broken as was the battery drawer. Analysis also found that the upper and lower cases were broken, as were the ring cover, two side bail covers and the lead flex cover. The ring and two side bails were missing, the battery release was contaminated and the keyboard pad had cosmetic damage.